Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation confirmed for the reported detachment of device or device component. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: b5, h6 (device). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4200230rx pta balloon dilatation catheter allegedly experienced detachment of device or device component. This information was received from one source. The reported malfunction involved patient with no consequences. A male patient weighs 82 kgs whose age was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned device confirmed for the reported catheter shaft break. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4200230rx pta balloon dilatation catheter allegedly experienced shaft break. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age of the male patient weighing (B)(6) kgs was not provided.